Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited r wave oversensing. Technical services (ts) was consulted and noted the device appeared to be functioning as programmed. This ICD system remains in service. No adverse patient effects were reported.